Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Hamilton medical ag received the logfiles of the device for analysis. At 11:20:43, the ventilator logs ¿disconnection on ventilator side¿, immediately followed by ¿suctioning maneuver condition removed¿ and then audio pause off/on. A few seconds later, vt low, low minute volume, and high frequency appear and then clear once the patient is reconnected. This matches the documented open-suctioning workflow: pre-oxygenate, disconnect the patient, ventilation pauses/stops, alarms are suppressed for one minute, then after reconnection ventilation resumes and post-oxygenation starts. No confirmed technical fault (tf)/ technical event (te) was identified in the provided log data. Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: device was used on a patient in (s)cmv mode on 16.03.2026. A suctioning maneuver was initiated with activating o2 enrichment at 11:21:39. The patient was disconnected at 11:21:44, which triggered the suctioning maneuver. The patient was reconnected a few seconds later; however, ventilation did not continue. After reactivating the o2 enrichment once again, ventilation continued. No patient harm occurred. Ventilation continued after triggering o2 enrichment key.